Manufacturer narrative:
The breath delivery (bd) power controller and the bd power distribution printed circuit boards were returned for failure investigation. Both parts were visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. The mix controller board was also returned for failure investigation. The part was installed into a test ventilator and powered up in service mode. Upon start up, the piezo alarm immediately sounded. There were popping sounds observed coming from the exhalation valve and safety valve. There were several error messages displayed. The reported event of an exhalation valve popping back and forth was confirmed. Both the exhalation and safety valves were observed to be cycling on and off, the displayed air and oxygen pressures were well above normal, while at the same time the ventilator was not recognizing air and oxygen as being connected. It was determined that there was an issue somewhere in the 12v channel. When attempting to isolate the issue, the board was accidentally damaged, preventing a conclusive determination as to the specific cause of the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The service engineer (se) evaluated the device and replaced the breath delivery (bd) power controller printed circuit board (pcb) and the mix controller printed circuit board. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator shutdown with a system error message. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.